Event description:
Bed was found in the hallway in the basement. The aux power cord was cut and wires were exposed.

Manufacturer narrative:
Bed was found in the hallway in the basement. The aux power cord was cut and wires were exposed. Replaced the aux ac power cord to resolve this issue.